Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device could not confirm the reported cracking, however, additional damage was identified. Damage to the condyles was found which is consistent with saw blades coming in contact with the device. The root cause is attributed to inadvertent user error. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that spring is bent and a cracked in femoral trials. No surgical delay.